Event description:
It was reported that this pacemaker was exhibited intermittent t wave oversensing. Technical services (ts) was consulted and recommended reprogramming sensitivity. No additional information is available at the moment. No adverse patient effects were reported.